Event description:
As reported by the edwards territory manager, at the end of the tavr procedure, the retroflex 3 introducer sheath was slowly removed from the left femoral artery when a small dissection was noted. A self expanding stent was placed, and balloon dilated, to repair the dissection. Once the stent was deployed distal flow and dissection repair were verified. It was reported the patient tolerated the procedure well. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the access site was 8.6 mm. The vessels were reported to be moderately calcified and mildly tortuous.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7.0 mm. In this case, it was reported that minimum luminal diameter at the access site was 8.6 mm; however, the mld at the site of the dissection is unknown. The vessels were reported to be moderately calcified and mildly tortuous. The root cause for the reported vessel dissection cannot be confirmed; however, vessel calcification and tortuosity could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (Reference manufacturer report number 2015691-2013-19858 for valve related event).